Manufacturer narrative:
For 4 of the 8 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Of the 4 systems confirmed for the reported issue, the issue was resolved for 1 unit by replacing the sensor interface board, 1 by replacing the adjustable pressure limiting valve, 1 by replacing the main manifold top seal and expiration valve, and 1 resolved by cleaning the advanced breathing system and replacing the flow sensors. For 2 of the 8 reported events, a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. For 2 of the reported events, a the reported event was addressed by ge healthcare technical support by troubleshooting with the customer biomedical engineer. No further resolution information available.

Event description:
This report summarizes <noe> 8 <noe> malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced increase in pressure. Of the 8, 4 involved high or unexpected sustained patient airway pressure, 1 resulted in high positive end expiration pressure, 1 unit would not relieve pressure as expected, 1 was an over delivery of pressure in the patient circuit, and 1 reported for over delivery of pressure requiring clinician to remove the manual bag to relieve pressure during a case. These reports were received from various sources. Of the 8 events, 4 did involve patients, and 4 did not involve patients. Of the 4 patients involved, there was no patient information available.